Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed due to multiple components being shorted on the ca board. The root cause of the shorted components on the ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.